Manufacturer narrative:
Continuation of medical product: 5071-53 lead, implanted (B)(6) 2005. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying the time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.